Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent.

Event description:
Report received from (B)(6) stating that the device drive shaft was damaged. It is known that the device was not used during surgery. It is unk if there were any user or patient injuries or if medical intervention was required. There was no additional info provided.